Event description:
Patient reported rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified; sharp opening on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp radius on radius assessed as an unidentified (tear) opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "experienced hardening of the breast," side unspecified. This file is for the left side. No indication of treatment or surgical reoperation. Device remains implanted.